Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was distorted due to poor contact caused by fluid adhesion on the video connector socket contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service repair technician indicated that distorted image and fluid adhesion on the video connector socket contacts was found. There was no patient involvement.